Manufacturer narrative:
Troponin levels peaked at approximately 12 and the chest pain subsided after approximately 24 hours. The event was medically managed and the patient was discharged approximately two days after the index procedure. According to the investigator, the mi was probably related to the index procedure and possibly related to the cypher stent. At the time of the index procedure, the patient was also diagnosed with bilateral renal artery stenosis which was treated with balloon expandable stents to the right and left renal arteries approximately one month after the index procedure. According to the investigator, the renal artery stenosis was not related to cordis product. Concomitant medications: aspirin 325mg daily, (B)(6) 2008, continuing; coreg 6.25mg twice daily, (B)(6) 2008, continuing; synthroid 0.175mg daily, 1984, continuing; lisinopril 10mg daily, (B)(6) 2008, continuing; aldactone 25mg daily, (B)(6) 2008, continuing; clopidogrel , (B)(6) 2010, continuing; angiomax, (B)(6) 2010. Complaint conclusion: information received from (B)(4) study indicated that a patient experienced a myocardial infarction related to side branch occlusion after having a coronary artery stent implanted. The patient's medical history is significant for unstable angina pectoris, hypertension, cerebrovascular accident, myocardial infarction, left ventricular ejection fraction (lvef) 30-39%, and congestive heart failure, past smoking, hypothyroidism, internal cardiac defibrillator placement and statin intolerance. At the time of the index procedure, angiography had revealed 75% stenosis in the mid left anterior descending (lad) artery. The stenosis was between the origins of the first and second diagonals. The second diagonal demonstrated ostial stenosis and arose just at the lad lesion. The lad lesion was described as 10mm in length, severely calcified, de novo, and anatomically complex with greater than 2 lesions. The reference vessel was 3.5mm in diameter and moderately tortuous. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon at 10atm. A 3.0 x 18mm cypher rx was implanted at 15atm and was post dilated with a 3.75 x 8mm balloon at 20atm to fully expand the stent in the area of a focal heavy calcification which did not allow full stent expansion in the proximal third of the stent. Residual stenosis was 10 to 20%. Following the procedure, the patient experienced prolonged chest pain secondary to an occlusion of the small jailed diagonal side branch. Troponin levels peaked at approximately 12 and the chest pain subsided after approximately 24 hours. The event was medically managed and the patient was discharged approximately two days after the index procedure. According to the investigator, the mi was probably related to the index procedure and possibly related to the cypher stent. The device was implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion and resulting mi are known potential adverse events associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that vessel/lesion characteristics may have contributed to the events. There is nothing to indicate that there is a design or manufacturing related issue, therefore, no corrective action is required.

Event description:
As reported via (B)(4) study, a patient experienced a non-q-wave myocardial infarction (mi) due to a side branch occlusion following the index procedure and was diagnosed with bilateral renal artery stenosis. At the time of the index procedure, angiography had revealed 75% stenosis in the mid left anterior descending (lad) artery. The stenosis was between the origins of the first and second diagonals. The second diagonal demonstrated ostial stenosis and arose just at the lad lesion. The lad lesion was described as 10mm in length, severely calcified, denovo, and anatomically complex with greater than 2 lesions. The reference vessel was 3.5mm in diameter and moderately tortuous. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon at 10atm. A 3.0 x 18mm cypher rx was implanted at 15atm and was post dilated with a 3.75 x 8mm balloon at 20atm to fully expand the stent in the area of a focal heavy calcification which did not allow full stent expansion in the proximal third of the stent. Residual stenosis was 10 to 20%. Following the procedure, the patient experienced prolonged chest pain secondary to an occlusion of the small jailed diagonal side branch.